Event description:
The customer stated that the architect analyzer generated falsely increased creatinine results on a patient sample. The results provided were: 0.7 / < 0.2 / 11.7mg/dl. There was no impact to patient management reported. There was no additional patient information provided.

Manufacturer narrative:
No consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, and a review of labeling. The customer stated that the architect analyzer generated falsely decreased creatinine precision with a patient where most results were 0.7mg/dl, but values of <0.2 and 11.7 were obtained. In-house testing was performed on architect systems (c4000) on the returned patient sample and serum pool. The creatinine testing results met abbott specifications as stated in the assay package insert. The customer's complaint issue of patient sample generating erratic falsely decreased results was not seen in the assay. A review of the creatinine package insert shows adequate instruction for reagent and sample handling and states that interferences from medications or endogenous substances may affect results. A review of the operations manual shows adequate troubleshooting instructions for erratic results. A review of complaints over the last 12 months indicated no trends associated with the complaint issue. The clinical chemistry creatinine reagent, list number 3l81-32 is performing within specification. Based on the data available and the results of this investigation, no product deficiency or malfunction was identified with creatinine reagent ln 3l81-32. Correction to suspect medical device - catalog# on 29sep2014 from the incorrect 03l81-21 to the correct 03l81-32.